Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Patient was revised due to cup malpositioning. Update rec'd 8/13/15 - litigation papers received. In addition to what was previously reported, a doi has been provided. A head and liner are now being reported based on general allegations of metal on metal. Update 12/7/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs alleged device failure and associated disability, tissue damage, pain and suffering, decreased mobility and discomfort. Medical records and revision surgical report noted pain, probable pseudotumor, metallosis, metal ions that were greater than 7 parts per billion, and incision with drainage and ucleration but no report of infection. The medical records also did not report device failure, cup malpositioning, or tissue damage. The medical records did report the patient was revised with depuy products and then had a dislocation that was repaired with a closed reduction. Those products and the dislocation are on (B)(4). Femoral stem added for elevated metal ions. Part/lot updated. The complaint was updated on: dec 20, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.